Event description:
This MDR is filed as response to ufr (B)(4).

Manufacturer narrative:
Despite request and additional reminder, neither the replaced valve drive nor the logbooks were available for eval. Based on the given info, a failure of the expiration valve's drive was identified by the tsr as root cause of the reported event. In this case, the ventilator will leak pt applied gas via the expiration valve. The device will detect the difference between applied volume and exhausted volume and generate an alarm. The replacement of the valve drive fixed the reported system. It's failure rate was rated to be acceptable.